Event description:
It was reported to medtronic minimed that the customer experienced that "sorry, try again later". The event involved product mmt-8400. Troubleshooting was performed but the issue was resolved. No harm requiring medical intervention was reported. The product return was not requested for mmt-8400 and the product will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported issue using simplera 1.3.1 installed on iphone 12 ( os 17.2.1 ) was conducted and confirmed the issue is reproduced. The software did not successfully adhered to the specified requirements and did not performed in accordance with the expectations specified in the software requirements specification document (B)(6). After conducting a thorough investigation of the provided information and diagnostic logs , we have found that the issue originates from a keychain conflict between the simplera and guardian apps, which are both installed on the device. The fix for the issue will be released in the upcoming release/s. The esf number that corresponds to the reported issue is:5037167 to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: resetting the phone and installing only simplera apps to avoid conflicts with the guardian app. This will ensure smooth usage of the simplera app for the customer until the issue is resolved. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.